Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several episodes of loss of capture on the device observed via an external monitor. Physician elected to not use auto-capture and programming changes were made. Patient was asymptomatic. The patient will continue to be followed normally.